Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering observed the plug riser insert to be missing from the back end of the instrument. The pins and conductor wire are sticking out of the chassis. The insert may have not been fully seated in the chassis or may be pulled out when the bipolar cord was removed. Some customer supplied bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. Engineering also observed the distal end of the main tube to have a 1.75" long section with light material removal on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that a plug on the maryland bipolar forceps instrument had come out. No additional information provided. No patient harm, adverse outcome or injury was reported.